Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that customer had problematic pump that required replacement while warranty remained active and backup insulin pump was available to prevent interruption of insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer coordinated with Technical Support, sent pump.